Event description:
It was reported that right atrial (ra) lead exhibited noise and triggered an alert for high undefined impedance. Pocket manipulation and isometric testing was performed noting high impedance on unipolar and bipolar, noise and oversensing. The lead was reprogrammed with no resolution of the noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that the ra lead exhibited high thresholds and unable to confirm capture.

Event description:
It was reported that right atrial (ra) lead exhibited noise and triggered an alert for high undefined impedance. Pocket manipulation and isometric testing was performed noting high impedance on unipolar and bipolar, noise and oversensing. The lead was reprogrammed with no resolution of the noise. No patient complications have been reported as a result of this event. It was further reported that the physician has opted to continue to monitor the patient and not replace the ra lead. It was noted that the ra lead exhibited high thresholds and unable to confirm capture. The ra lead was capped and replaced.

Manufacturer narrative:
Corrected b5: seventh sentence, d6b and additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the physician has opted to continue to monitor the patient and not replace the ra lead.